Event description:
Plaintiff alleges latex sensitization to latex and as a result has sustained injuries causing her pain, discomfort and suffering. Plaintiff further alleges incurring and continuing to incur hospital, medical and other expenses in an unliquidated amount; has lost and will continue to lose wages in an unliquidated amount, has suffered a permanent impairment of her earning capacity, and has experienced and will continue to experience distress, anxiety, and loss of enjoyment of life.